Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) equipment will run for a period of time, and there will be a system high temperature alarm. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After on-site maintenance, two filters were replaced, and after starting the machine, it was observed for a period of time, and there was no alarm. All tests and safety checks are normal. The iabp unit was cleared for clinical use and released to the customer.